Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check performed by getinge representative the cs100 intra-aortic balloon pump (iabp) unit was discovered to have display issues. There was no patient involvement.

Manufacturer narrative:
Additional information poc: (B)(6), service engineer & biomedical. The getinge field service engineer (fse) that encountered the reported issue during the routine checkup replaced cable display and pcb board the and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The pm was completed and the iabp was then released and cleared for clinical service.

Manufacturer narrative:
Corrected fields: h6 (type of investigation). A getinge field service engineer (fse) was dispatched to investigate the issue. The fse stated that the following parts were deteriorated and needed to be replaced before the unit can operate normally, display to video receiver board cable, and pcb color video receiver.

Event description:
N/a.